Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to passing out and feeling as if she had a low blood glucose level. Customer's blood glucose level at the time of the hospitalization was 160 mg/dl. Customer states the insulin pump has been exposed to a high magnetic field multiple times. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.